Event description:
The core universal driver was sent for evaluation due to leaking an unknown substance. No further information has been provided by the account.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.